Manufacturer narrative:
No product was returned for evaluation. The ilet logs were reviewed by beta bionics failure investigation department. Data for the described event date of 2024-05-05 was reviewed. No malfunction alerts associated with therapy were found. No factory reset was found in the logs. Audio setting was found to be logged as "off" on 2024-02-09 and all cgm alerts were logged as off on 2024-03-25. Body weight was not changed after initial setup on 2024-01-10. A dexcom g7 sensor session was started on 2024-05-03. The last infusion set change operation was logged on 2024-01-29 while the last cartridge change was on 2024-05-04. Multiple instances of alert 79 (insulin, change infusion set) were triggered and marked as "acknowledged," however no infusion set change operation was recorded. Multiple occlusion alerts were triggered on 2024-05-04 between 6pm through 7:30pm. Review of the ilet report shows a period of hyperglycemia beginning on the evening of 2024-05-04. A usual for me dinner meal announcement was delivered at 9:19 pm, however the dose was only partially delivered due to an occlusion. Cgm glucose peaks at 338 mg/dl at 12:14 am on 2024-05-05, the day of the event. At this point, cgm glucose begins to trend downward, and insulin dosing is significantly decreased. Basal insulin continues until 2:44 am, when the cgm glucose is 100 mg/dl. Cgm glucose goes below range at 3:19 am, reaching a nadir of 39 mg/dl, and returning to range at 5:24 am after a 20-minute cgm disconnection. No evidence of device malfunction associated with drug delivery or therapy was found in the engineering logs. The ilet was behaving as intended and can be seen reacting appropriately to cgm glucose values. The ilet was appropriately triggering device and cgm glucose alerts. No product performance issues were identified. If the product is received at a later date, the complaint will be reopened and investigated accordingly. No anomalies were observed. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Based on review of the case notes, ilet report, and device logs, the ilet operated as intended by decreasing insulin doses in response to falling and low cgm glucose values. The likely assignable cause for this hypoglycemic event is announcing their meal late, resulting in excess insulin delivery as the ilet had already dosed correction insulin for their rise in glucose related to that meal. Having the cgm alerts and device volume turned off contributed to the severity of the event, as the user was not aware of the hypoglycemia until the urgent low glucose alarm was triggered.

Event description:
On 5/7/24 a beta bionics clinical diabetes specialist (cds) reported an ilet user experienced a low blood glucose (bg) event that required assistance to treat. The event occurred on 5/5/25. On 5/7/24 a beta bionics customer care agent followed-up with the user about the event. The user stated that on 5/4/24 they ate dinner at 8pm. The user forgot to meal announce, so they announced at 9pm. The user then went out with friends and had one drink at the bar (southern comfort and what they thought was diet coke), then water thereafter. The user stated they got home from being out at 12:30am and looked at his ilet before going to bed. The ilet read 148mg/dl. The user's wife then woke up to the user seizing and called 911 at 3am. When the paramedics arrived the user's bg level was at 24mg/dl. The paramedics gave the user IV glucose and the user recovered. The user did not go to the hospital. The user also stated that during the day their dexcom g7 continuous glucose monitor (cgm) kept losing connectivity.